Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported an error message displayed during boot-up. A different programmer was used. The programmer was returned for repair and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found the programmer would not boot and errors were displayed; hard drive was reimaged and software reloaded to resolve issue. Analysis also found the hard drive made noise when operating and the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.